Event description:
It was reported that the device time and date scrolls continually on the display upon power on and it was inoperable. The device was unable to provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance. Follow up with the reporter found that the device was permanently taken out of service and the customer elected to replace the defibrillator. The device was not returned to physio-control for evaluation/repair. A conclusive cause of the reported malfunction could not be determined.